Event description:
It was reported that when removing a memobag out of the patient's body after placing cholecystis during laparoscopic cholecystectomy, part of the cholecystis came out of the bag and was stuck halfway the 12mm port. Both the bag and the cholecystis was removed in the end; nothing remained in the patient.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. Returned defective sample was examined and reported defect can be confirmed. It was found one crack/rupture on the tip of the bag. The rupture was found in the seal of bag. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint was determined as manufacturing related. An exact root cause was not determined under a nonconformance. A possible cause could be dirt on the welding station of the machine z04-0320, which can cause weaker weld quality, or the method of use and excessive load of the memobag during surgery. A nonconformance was initiated for a previous customer complaint. The similar defect was evaluated under this nonconformance. This nonconformance is fully applicable for this complaint. Both lots were produced in the same time (march 2018) and sealing of bags was performed on the same machine (z04-030). The source of the nonconformance was unable to determine. Because the exact source of the nonconformance was not determined, no other devices from the complained lot are available in ocs and based on performed risk evaluation (resulting risk index is low-acceptable), no actions are required in this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when removing a memobag out of the patient's body after placing cholecystis during laparoscopic cholecystectomy, part of the cholecystis came out of the bag and was stuck halfway the 12mm port. Both the bag and the cholecystis was removed in the end; nothing remained in the patient.